Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: review of the basal history for (B)(6) 2017 shows the history appears to be inaccurate due to ¿basal edit not saved¿ recorded at 16:37, prime at 17:55, combo bolus at 19:11, 0.00-unit basal rate from 19:38 to 19:47 and ¿basal edit not saved¿ at 20:11. On investigation, the pump powered on normally and was exercised for 24 hours on a 1.0 unit per hour rate with the basal history correctly showing 1.0 unit and total daily dose showing 24.0 units. Investigation did not duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.